Event description:
During the implant procedure, guidewire position was lost, and an attempt was made to remove the delivery system with the guidewire. However, only the sheath could be removed. The insertion site was cut down, and the delivery catheter was pulled out. A new 11 fr sheath was inserted at the access site, and the same sensor was implant successfully, calibrated, and read on both the pes and hes. There were no performance issues with the sensor delivery catheter. The procedure was extended due to the need for preparing and inserting the new sheath.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.